Manufacturer narrative:
(B)(4). After battery installation, the unit powered up with a blank display. Water can be seen inside the pump even before it was opened up. There is corrosion and mold all along the bottom of both electrical board. Furthermore, the internal battery connector completely detached from the board. Unable to perform the displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had a crack. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.